Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was in use on a pt, and the customer reported there was no pt harm. The customer reported the remote alarm jack on the rear of the ventilator had been physically damage. The MFR's svc tech was able to duplicate the customer reported problem, and verified the damage. The svc tech replaced the main printed circuit board (pcb). Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications